Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead was unable to implant as tissue was stuck on the helix. A lead was explanted, and a new one was implanted. No patient consequences were reported before, during and after the implant.